Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his blood glucose level dropped from 250 mg/dl to 40 mg/dl. The customer drank a bottle of juice to treat his blood glucose level. Troubleshooting was declined. The device was not returned.